Event description:
It was reported that the sheathed insertion occurred it the left femoral artery. While withdrawing the guidewire, blood filled the helium line and catheter. The iabp did not alarm. To avoid another puncture, the dr inserted a second guidewire through catheter. When resistance was met w/ guidewire, dr removed guidewire, sheath, and iab. Upon removal, dr found guidewire kinked in catheter. Another iab was inserted. Pt expired two hours later. Death was attributed to pt's disease and not the incident.

Event description:
It was reported that the sheathed insertion occurred in the left femoral artery. While withdrawing the guidewire, blood filled the helium line and catheter. The iabp did not alarm. To avoid another puncture, the dr inserted a second guidewire through catheter. When resistance was met w/ guidewire, dr removed guidewire, sheath, and iab. Upon removal, dr found guidewire kinked in catheter. Another iab was inserted. Pt expired two hours later. Death was attributed to pt's disease and not the incident.